Event description:
It was reported that, in a robotic gastric surgery case, when the assistant used the forceps to insert the silicone disc, the duckbill valve slipped into the body cavity together with the silicone disc. A new trocar was replaced, and the slipped part was retrieved using the forceps through the trocar by the assistant. Another device was opened to check for any other detached pieces. No other pieces were detached or damaged, and it was confirmed that no pieces remained in the body. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4).date sent: 7/9/2026.d4: batch # 986d62.an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number of 986d62 / 07b12srt , and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.